Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The defect has been verified and repaired. The following repair activities were performed service and repair functions. Reviewed service history. Attached box label, software upgrade form, and fms vue final testing. Replaced cpu board to correct complaint, also performed software upgrade to the latest versions.. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 284002, supplier lot number: f31a21315, qty of lot: (B)(4), release to warehouse date: 09/09/2015, manufacturing date: 08/01/2015, expiration date: n/a, supplier: (B)(4) manufacturing site: (B)(4), any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that during an unspecified surgical procedure, it was observed that the fms vue pump device did not start up when turned on. According to the reporter, the device would need to turn on and shut off several times before it would start but once it started it worked just fine. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.